Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) and a message was displayed indicating a charge timeout occurred. Boston scientific technical services (ts) discussed the charge timeout resulted from a charge time greater than 45 seconds. The local area field representative reported the device was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.